Event description:
It is suspected that the pt's rod malfunctioned. Add'l info has been requested from the hcp; however, at the time of this report, no add'l info has been rec'd. A follow up report will be sent, if add'l info is rec'd.

Manufacturer narrative:
(B) (4): the product was not returned for eval. No x-rays were provided for review.